Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred while the patient was connected during the initial drain cycle of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted the patient¿s caregiver in clearing the alarm and the patient finished therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.